Event description:
It was reported that a plum set generated a no-flow event during patient use. The reporter stated, "flow could not pass through the cassette. Solution involved: normal saline". There was no other physical damage reported. The event was noted during the infusion of normal saline. The set was replaced and therapy resumed. There was patient involvement and no patient harm. This is report two of two.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.